Event description:
A dialysis facility technician reported a pt went into respiratory arrest during a treatment on a meridian hemodialysis machine and the pt subsequently expired. It was reported that 15 to 20 minutes after the start of the treatment, the pt gave out a loud noise and coughed. The pt then slumped over and went into respiratory arrest. Paramedics arrived, CPR was initiated, and the pt was connected to an automated external defibrillator. The defibrillator indicated that no shock should be given. It was reported that while the pt was being transported to the ER, the pt's implanted defibrillator fired. The pt indicated that the cause of death was cardiac failure and an autopsy was not going to be performed. The doctor also stated the opinion that the pt's death was due to their very advanced cardiomyopathy, not due to dialysis. It was reported that there were no machine, dialysis disposables, or treatment problems noted.